Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section h4 and h6. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation determined the adhesive agent came off due to external force applied to the relevant part by rubbing it with excessive force when the device was cleaned. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿

Manufacturer narrative:
The device was returned for evaluation. The evaluation confirmed the reported event of the caption button was not working. In addition, evaluation uncovered the glue on the forceps cover to be peeling, bending section sheath was cracked, and the camera zoom function #4 was not working. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope caption button was not working. Upon inspection and evaluation of the returned device, it was observed the adhesive on forceps cover was peeling and cracked due to handling issue. This report is to capture the results of evaluation. There was no harm or user injury reported due to the event.